Event description:
It was reported that the insulin pump alarmed low battery and failed battery test. Customer's blood glucose was unknown. Troubleshooting was done for both low battery and failed battery test. During the troubleshooting the insulin pump did not alarm failed battery test. The customer was advised that the battery cap would be replaced. Customer reported back and stated that he was having high blood glucose and thinks it was because of the insulin pump. Customer stated he changed the battery and got blank display and had to reset the time and date again. Customer requested insulin pump replacement. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.